Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pd infection manifested by cloudy effluent. The specific site was not reported. The cause of the event was not reported. The patient was hospitalized and was treated with an unspecified drug (intraperitoneal) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.